Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer had some sensor glucose versus blood glucose issues. The customer stated that emergency medical services was dispatched for hospitalized high readings. The customer declined to troubleshoot for high readings.